Event description:
The complainant reported a patient with in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and approximately four days after start of the support, constant suction alarms were encountered. The impella cp device was removed, and biomaterial was identified at the inlet (noted as the likely caused the suction alarms). The patient survived the explant and was noted to be in stable condition.

Manufacturer narrative:
Additional details noted, aside from the suction alarms, there were no further alarms, and the pump did not stop. As well, the patient had a mitral valve replacement prior to the impella cp device implant. Extracorporeal membrane oxygenation was running in parallel with impella mcs, and the activating clotting time was always over 180 seconds. Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Low pump flow: clinical states that the pump had constant suction alarms and biomaterial chunk was found on the outflow cage at explant. Pump was retuned cut from catheter. Biomaterial chunk was found on the inflow cage/pigtail. The pump was soaked in warm water to clean the blood. Biomaterial traces were observed on the impeller after the pump was soaked. Data log were returned. The data logs showed no suction alarms at the end of the case. Few suction alarms were present on (B)(6) 2025 and (B)(6) 2025. No motor current spikes or purge changes observed. The flow was in specification throughout the case. Therefore, the root cause of the low pump flow issue was most likely biomaterial found on the impeller. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions. ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts. ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). ¿medications or treatments that the patient was receiving at the time of thrombus formation. ¿surgical or procedural details if applicable (e.g, cardiac catheterization). ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.